Event description:
It was reported following deployment of the angio-seal, the patient bleed. Manual compression was applied to achieve hemostasis. The patient developed symptoms of vascular insufficiency. An ultrasound revealed a filling defect in the common femoral artery. The patient underwent surgical intervention. The angio-seal was removed from inside the common femoral artery. The patient was recovering with extended hospitalization. Medications used on the pt were aspirin and heparin, closes unk.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause fort the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) precautions the use of the angio-seal device in patients with clinically significant peripheral vascular disease. The angio-seal IFU states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The angio-seal IFU states that if collagen deposition into the artery the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention. The angio-seal IFU instructs the user once a full rear lock position has been achieved, and the device is being deployed, to not re-insert the device. Re-insertion of the device after partial deployment could cause collagen to be deposited in the artery. The IFU also state failure to maintain tension on the suture while advancing the collagen could cause the collagen to enter the artery.